Event description:
It was reported that the patient underwent a spinal surgical procedure to treat a cervical vertebrae fracture. Sometime post-op it was found that the ¿products had fallen off.¿ the patient underwent a revision surgery to remove the construct. No additional patient complications were reported.

Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The parts used in the procedure were: part # 6958718, lot # h10m3459; part # 6958720, lot # h13f1718, lot # h13g0809, lot # h13g1815; lot # 6950315, lot # h13f0298; part # 6900240, lot # 0269976w. (B)(4). Manufacture date for part # 6958718, lot h10m3459 is (B)(4) 2010; manufacture date for part # 6958720, lot h13f1718 is (B)(4) 2013; lot h13g0809 is (B)(4) 2013; lot h13g1815 is (B)(4) 2013; manufacture date for part # 6950315, lot h13f0298 is (B)(4) 2013; manufacture date for part # 6900240, lot 0269976w is (B)(4) 2013. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.